Event description:
It was observed by the sales representative that fluid had seeped through the mattress cover and onto the foam core. The sales representative observed a small hole in the lower back area of the mattress.

Manufacturer narrative:
The mattress was disposed of by the user facility. Model number, brand name, and serial number unavailable.